Event description:
It was reported that during follow-up, high capture threshold and low sensing in the right ventricle were observed. A new sense/pace lead was to be added. But the left subclavia was completely occluded. Procedure was post- poned. The lead remains implanted.

Manufacturer narrative:
Na